Event description:
Philips received a report from a customer that system suddenly stopped running during examination.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.